Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's stimulator was not working. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's stimulator was not working. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg had slower charging sessions and faster battery depletion. The patient underwent an scs replacement procedure per physician's preference. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's stimulator was not working. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70, serial#: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient's stimulator was not working. The patient will undergo an ipg and lead replacement procedure.